Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and non-calcified arteriovenous shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure. The device was removed carefully and slowly from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
D2b pro code (product code): fge, lit. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip.

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and non-calcified arteriovenous shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure. The device was removed carefully and slowly from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient condition was stable.